Manufacturer narrative:
Beginning (B)(6) 2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventative maintenance of their zimmer aire dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 12/16/1977 and was last repaired on 10/19/2011 for a non-related issue. Eval of the device observed minor wear to the roller and minor nicks to the cutter. Prior to repair, a test mesh passed and the device was within calibration specs. Customer did not return carriers for eval and the device was previously returned to zimmer surgical three years ago for repair. The customer's reported event was not reproduced during testing and a cause could not be determined; however, lack of preventative maintenance most likely caused the damage to the cutter, which could have caused the device to not mesh skin properly. Additionally, per instructions for use, the unit retuned from the customer has exceeded its normal useful like by 27 years, which could have decreased the accuracy of the device. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer meshgraft ii wasn't perforating the skin graft. No add'l clinical info was received prior to this report. If add'l info is received, a follow up medwatch will be submitted.